Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up, down, and ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 - the device was returned to animas an evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed the ok, contrast, and up buttons are intermittently responsive. The peeling keypad was removed and found contamination under all contacts. There's a crack along the battery compartment . Unrelated to this complaint, the display is dim/fading: when replaced with test screen the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).